Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced without incident after only being implanted for about a month. The revision was due to low in-range impedances from 200 to 300 ohms and loss of capture. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.